Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. The attachment device was evaluated and it was observed that the thread was showing. However, it was noted that the device did function. An assessment was performed and it was observed that the cone sleeve came apart from gear sleeve, loose component, and the device failed untrue running test, as attachments did not spin straight. It was also noted that the cone sleeve and gear sleeve loctite connection was degraded, and the coupling piece was worn. It was determined that the assignable root cause of this condition was component wear from normal use over time and loctite degraded from normal use over time and contact with cleaning solutions. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device thread was showing and the device would not work. During in-house engineering evaluation, it was observed that the threads were showing on a loose component. However, the device did function. It was noted that the cone sleeve came apart from gear sleeve, loose component, and the device failed untrue running test, as the attachments did not spin straight. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.